Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2007. It was reported that the pt was getting a burning sensation down his leg and the scs ipg pocket was swollen, tender and hot to the touch. Pt also had blisters over the ipg site and it was painful. A culture was taken and results came back negative for infection. It was also noted that the ipg was no longer holding a charge. The device was explanted and replaced by a new device.